Event description:
It was reported that an edwards pericardial bioprosthetic aortic valve was explanted due to mitral stenosis after an implant duration of approximately 3.5 years, and was replaced with a mechanical mitral prosthesis. Operative report indicates, " we could visualize the mitral prosthesis. There was calcium built up on the valve, and the valve leaflets were all stiff. I removed the leaflets actually themselves in a way to try to work with removing this valve. I was somewhat concerned that this could be endocarditis that had healed, although it looked more like frank calcific deposits...she tolerated the procedure well."

Manufacturer narrative:
The explanted device was received by edwards; however evaluation has not yet been started. Device evaluation results, as well as event review and conclusions will be reported once available.

Manufacturer narrative:
As received, leaflet 2 was cut and not returned with the valve, leaflet 3 had a cut area of approx 12mm x 6mm. Cut area was not returned with the valve. Leaflet 1 had a cut approx 9mm in length (from the free margin towards the cusp of the leaflet), leaflet 3 had a cut approx 5mm in length (from the free margin towards the cusp of the leaflet). The free margin of leaflet 3 exhibited minimal to moderate calcification. Moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 9mm. Host tissue was moderate at the stent outflow and minimal at the stent inflow. Host tissue fused leaflets 1 and 3 at commissure 1 on the outflow aspect by approx 3mm. Calcification and host tissue could have lead to stenosis in leaflets 1 and 3 at commissure 1. Approx 25% of the sewing ring was cut off and returned with the valve. The x-ray demonstrated band was pulled out and deformed. These damages are likely due to explant. Device evaluation could not confirm stenosis of the valve due to the condition of it at receipt; cut leaflets not returned. However, the valve exhibits some host tissue growth and calcification in the remaining returned tissue. Bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or preexisting medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. However, the underlying mechanisms are not completely understood. There is no information to suggest a quality defiency that may have caused or contributed to this event, edwards will continue to review and monitor all events.